Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. D2a common device name: corrected. D2b product code: corrected. G4 PMA/510(k): corrected. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was received in a partially deployed condition, which is aligned with the event description. The stent was almost fully loaded inside the wingspan outer catheter. The wingspan system was flushed, and the stent was able to be advancing by advancing the broken proximal end of the stent stabilizer. No friction was noted during this process. Once removed, the stent was noted to be intact. All four marker bands were present on both ends of the stent. The stent stabilizer was removed from the delivery catheter. The stent stabilizer was kinked/bent and broken/fractured at the proximal end of the device. However, the breakage/fracture occurred during packing of the wingspan device for return to the complaints lab as per the product condition update. The outer catheter was undamaged. During functional inspection, a 0.032" mandrel was able to be completely pushed through the outer catheter. The as reported 'stent partial deployment' was confirmed during analysis. The analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported 'stent partial deployment' was confirmed visually. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure, and the tortuosity of the patient's anatomy was reported as 'severely tortuous' with 90% stenosis and calcification at the lesion. It was reported that 'during the delivery process, the physician noticed that the stent had a tendency to shift and deploy prematurely before reaching the stenosis site. The physician then withdrew the stent for inspection and found that the tip of the stent was about to deploy. Consequently, a new stent was substituted, and the operation was completed successfully'. In the follow-up gfe replies the physician answered that the stent delivery system was withdrawn before it had reached the lesion. Therefore, per the dfu instructions, there should have been no reason to loosen the rhv on the stent stabilizer and no reason to advance the stabilizer inside the outer catheter. However, according to the physician's feedback, during the delivery process, the stent shifted slightly. Before reaching the lesion site, the distal end of the stent had already surpassed the marker point of the distal bumper. As a result, the physician dared not continue the delivery for fear of accidental stent deployment, so the entire system was withdrawn, and a new stent system was replaced. The stent was returned for analysis partially deployed from the distal tip of the wingspan outer catheter (delivery catheter). This is aligned with the information provided. The system was flushed, and the stent was advanced without friction by advancing the stent stabilizer. The stent was inspected and noted to be undamaged. The outer catheter (stent delivery catheter) was also undamaged. The stent stabilizer was kinked/bent at the proximal end of the device. When unloaded from the dispenser hoop, the stent is positioned 8-12cm from the distal opening of the outer catheter. It is likely that on this occasion, the rhv vent cap was not fully tightened down on the stent stabilizer prior to the device being loaded inside the patient. When advancing the wingspan system, the tortuosity of the target vessel, combined with the high level of stenosis and calcification, might have then resulted in the stent stabilizer inadvertently advancing inside the outer catheter. This would have resulted in the stent partially advancing to the distal edge of the outer catheter. This is one possible explanation for the event description and the analysis results. The as reported 'stent partial deployment' as well as the as analyzed 'stent partial deployment' and 'stent stabilizer kinked/bent' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during procedure for severe stenosis of the left internal carotid artery ica, the physician noticed that the subject stent had a tendency to shift and deploy prematurely before reaching the stenosis site. Before reaching the lesion site, the distal end of the subject stent had already surpassed the marker point of the distal bumper. The physician then withdrew the subject stent for inspection and found that the tip of the subject stent was about to deploy. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during procedure for severe stenosis of the left internal carotid artery ica, the physician noticed that the subject stent had a tendency to shift and deploy prematurely before reaching the stenosis site. Before reaching the lesion site, the distal end of the subject stent had already surpassed the marker point of the distal bumper. The physician then withdrew the subject stent for inspection and found that the tip of the subject stent was about to deploy. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.